Event description:
The medwatch states: during initial incision using an electrosurgical unit set at 20 cut and 20 coagulation (cutting through subcutaneous fat) pt started fibrillating. External paddles were used and two physicians began compressions. The electrosurgical unit was removed from the or and given to biomed.

Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.